Manufacturer narrative:
Other relevant device(s) are: product ID: e vproplus-34us, serial/lot #: (B)(4), ubd: 14-aug-2020, UDI#: (B)(4). Product analysis: the devices remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a pre-existing left ventricular assist device (lvad), the valve moved ventricular as a result of the disease state. A second valve was implanted higher and inside the initial valve. Echocardiogram showed paravalvular leak (pvl) and it was determined a third non-medtronic valve was needed. Following the implant of the non-medtronic valve the pvl was reduced to mild. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the pvl following the implant of the second valve was moderate. If information is provided in the future, a supplemental report will be issued.